Event description:
It was reported the patient was having low flow alarms. Log file review was requested which captured intermittent low flow alarms and brief low flow estimates from (B)(6) 2026 until (B)(6) 2026. Additionally brief low flow events were noted on 02jun2026 and 04jun2026. The estimated flows were averaging at 1.9 lpm. The cause of the low flows was mitral regurgitation. The pump was decommissioned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event of mitral regurgitation could not be conclusively established through this evaluation. Review of the submitted log files confirmed multiple low flow hazard alarms. According to the account, these alarms were caused by mitral regurgitation. The system controller event log file contained events from 28may2026 through 04jun2026, per the timestamps. The system controller periodic log file contained data from (B)(6) 2026, per the timestamps. Multiple low flow hazard alarms were captured between (B)(6) 2026. No other notable events or alarms were captured. The pump operated at the set speed throughout the entirety of the files. The account indicated that the device was decommissioned as of (B)(6) 2026 and will not be returning for evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook are currently available. Chapter 1, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas alarms for patients and their caregivers and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 liters per minute (lpm). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.